Event description:
Tha rn placed a foley catheter. The catheter was placed without incident. The pt asked if he could void. He was told that he was urinating as could be seen in the catheter tubing. The pt stated he felt wet. The rn then noticed the catheter was leaking. The catheter was pulled out and a new foley catheter was inserted.